Manufacturer narrative:
Device used for off-label indication. The indication the device was used for was depression. Please reference attached medwatch report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for depression. It was reported the patient had been implanted with an ins and told by their healthcare provider the device was being implanted to improve their depression. Much paperwork had been withheld from the patient before implant. They had horrible problems with their device including severe mania and severe suicidal ideation. No further patient complications were reported as a result of this event. Current concomitant medication includes 2 mg clonazepam q.d. Past medical history includes 90 mg oxycodone along with unspecified me dication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial # unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated their life is in danger. It was reported that the patient received a letter from the healthcare provider (hcp) stating they would remove the device for them, including a vagus nerve stimulator which caused them to pass out. The patient stated they had surgery to remove the entire vagus nerve stimulator in 1999 but a coil was left in the patient's neck. Before getting the device removed the hcp informed the patient that it may be dangerous to remove the coil, so the patient told the hcp to not remove the coil and just remove the ins. The hcp removed the coil and cut the left vagus nerve. The patient stated the event has altered their life by making all of their organs function improperly. Their heart stops several times daily, their lungs have never worked properly since, they choke on water and food every day and their g.I. System has not functioned properly since. They stated they have ivs many times due to dehydration and malnutrition.